Event description:
It was reported that technical services (ts) was contacted regarding the battery longevity of this pacemaker. Upon review of the available information ts determined that battery consumption was within normal limits. In addition, oversensing in the right ventricular (rv) channel was observed. Subsequently, therapy was reported to be disabled for the rv channel. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.